Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and healthcare professional via the manufacturer representative. It was reported that the stimulation was not optimal as the patient would like to feel stronger paresthesia at certain moments during the day, but the stimulation was acceptable. The patient was satisfied with the total solution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID: 977a290, lot# 0210606287, implanted: (B)(6) 2016. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an "out of regulation" message t hat displayed after the implantable neurostimulator (ins) was implanted and connected to the existing lead. There was inadequate stimulation. Since (B)(6) 2017, it was reported that the lead was known to show high impedance (>10,000 ohms) on one of the electrodes that was not used. The patient did not experience any falls or traumas prior to the high impedance. After the operating room, impedances on electrodes 4 and 5 were about 4,000 ohms. Electrode 5 was used in programming and probably triggered the oor. Reprogramming around electrode 5 resulted in the system going out of oor but also in inadequate stimulation. The issue wasn't resolved at the time of the report. The settings utilized included: a-p1: 5+ 6- 7+ pw330, rate 30 and changed to 6- 7+ pw330, rate 30, due to oor, and a-p2: 0+ 1- 2+ pw330, rate 30. Additional information from the healthcare professional via the manufacturer representative reported that the pulse width was increased and the rate was decreased without effect. A week after the implant, the parameters (pulse width, rate, and intensity) were "opened" to the patient. The patient was requested to find a suitable combination at home.